Event description:
The pt had two 9mm plugs in the medial femur condyle. After surgery he was without pain for 4 weeks but suddenly he experienced pain again. The surgeon re-operated on him weeks after the primary surgery and realized the anterior plug had dissolved on top layer (3mm) opposite the other posteriorly placed plug, which looked perfect with new cartilage. The surgeon over drilled the damaged plug and replaced it with a 11mm plug.

Manufacturer narrative:
No product is being returned for eval.